Event description:
It was reported that there was an issue with insulin not being visible at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was able to resolve the issue by changing the cartridge and infusion set and received assistance with completing the load process.